Manufacturer narrative:
There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A lot number review was conducted and as of 08/15/2015, no additional complaints have been reported against the reported lot number. The reported complaint of internal dialyzer blood leak was not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the compliant incident cannot be reached without physical examination of the complaint sample.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment an internal blood leak occurred. The leak was visually observed. Blood test strips were not used, but the machine's blood leak detector did alarm appropriately. Blood was returned to the patient with minimal blood loss w/almost all blood being returned to the patient. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on another machine in the facility w/a new set-up. The sample is not available for investigation.